Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (1.0mg/ml at 0.1502mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump went empty and the empty reservoir alarm started on (B)(6)2025 at 1:59am. The patient did not hear the alarms so they went through withdrawal and were admitted to the hospital. They were being managed at a facility where the healthcare provider (hcp) left the practice and went to a new location which was further from the patient. Since then, the patient had been receiving at home refills until they received a letter in the mail that home refills would no longer be taking place. The hcp office was too far to travel to and they had not found a new hcp. The pump logs were read and the scenario was discussed with the patient. They were discharged from the hospital within the last 48 hours and a new appointment will be set up at a pain treatment institute. The pump was filled with 10 ml of normal saline and put on minimum rate. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.